Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 408 mg/dl. The customer did not have any symptoms of high blood glucose. Customer does not have a back-up plan. The customer also reported their cannula was bent upon removal of their infusion set. The customer declined to troubleshoot. No additional information provided.